Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo device was returned to the manufacturer for evaluation. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a ventilator inoperative alarm, including ventilator inoperative error codes e154 (machine flow sensor communication ceased and the sensor is stuck at same value) and e155 (machine flow sensor drift above the specification (>0.2lpm)). The system pca was replaced to address this issue. Additionally, the device data identified unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The main device was also cleaned and disinfected. The unit passed final testing.